Event description:
The patient is a female with a history of hypertension and diabetes mellitus. Prior to the procedure, the pt was on aspirin, clopidogrel, statins, ace inhibitors beta-blockers and oral anti-diabetics. Vessel disease extent involved two vessels; one lesion was treated. Indication for the index procedure was unstable angina. The pt rec'd aspirin, clopidogrel and heparin during the procedure. A 2.5 x 13mm cypher stent was implanted at 12 atms in the left anterior descending coronary artery described as 2.5 x 10mm long, de novo, irregular, angulated moderately calcified, classified as type c with a 90% stenosis. The vessel was predilated with an unknown 2.5 x 12mm balloon at 12 atms. Post dilatation was not conducted and timi flow was iii before and after the procedure, residual stenosis was zero. No procedural complication was reported and the pt wad discharged three days later on aspirin, clopidogrel, statins, ace inhibitors beta-blockers and oral anti-diabetics. Approx five months post index procedure, the pt presented with unstable angina. Angiography revealed a thrombosis of the previously placed cypher select plus stent in the proximal lad. This event was treated (details unknown) and resolved without sequelae. Approximately one-year post index procedure, the pt presented with acute, non q-wave, anterior-wall mi. Ck-mb was <2 times uln and troponin was >5 five times uln. Angiography revealed a 70%, diffuse, in-stent restenosis of the previously placed cypher select plus stent in the proximal lad. There was no evidence of thrombus in the lesion site flow distal to the site was timi ii. The pt was also noted to have severe triple-vessel disease. The pt was sent for coronary bypass surgery. The lad was bypassed. Additionally, four other non-target vessels were bypassed. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent thrombosis, instent -restenosis and myocardial infarction are all known potential adverse events associated with coronary stenting. They are all multi-factorial in etiology. Subsequent stent blockage may result in myocardial infarction and many require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombosis/restenosis events following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesion and small vessels; patient -related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such an inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. In this case the pt has a history of hypertension and diabetes. She presented with unstable angina and angiography revealed two-vessel coronary disease. The lesion treated was a 90%, irregular, moderately calcified, type c stenosis in a small caliber (2.5mm) tortuous vessel. These factors increase the pt's risk for a major cardiac adverse event.

Manufacturer narrative:
There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are potential pt, vessel, and lesion factors that may have contributed to the reported events. Cypher select product is not distributed in the us; however, it is similar to us distributed chapter product.